Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 35 mg/dl at the time of the incident. The customer reported that current blood glucose is 264mg/dl. The patient treated low blood glucose with food. The customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.